Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the screws were removed from the packaging for placement in a screw caddy. The screws were incorrect in size and would not fit in the corresponding hole as it was 3.5 mm and not 2.7 mm as indicated on the packaging.